Event description:
The customer observed lower sodium results that were outside the customer's range of 136 to 145, generated from the architect c16000 in comparison to the c8000 analyzer in the lab. The customer provided one example of discrepant sodium results as follows in mmol/l: sample 8, c8000 = 147, c16000 = 139. The customer stated the quality controls were within specification when the sodium results were generated. There was no impact to patient management.

Manufacturer narrative:
A review 12 months of trending and complaint data did not identify atypical complaint activity related to the described issue. The architect system operations manual, section 10 troubleshooting and diagnostics provides probable causes and corrective actions related to the customer observation of falsely depressed sodium results. The architect ict sample diluent, list number 2p32 package insert addresses calibration and quality control procedure recommendations. A review of the system logs and customer field data confirmed low and discrepant results were generated for assay 1101 (sodium) on (B)(4) 2012 generated from architect c16000, serial number (B)(4). Although the result log confirms low/discrepant sodium results were generated on (B)(4) 2012, the system logs available were not helpful in determining a single definitive cause of the low/discrepant sodium results. Additionally, log review indicated that on the date of the occurrence, (B)(4) 2012, two levels of controls (normal and abnormal) were not run every 8 hours. Further review of the architect system log suggested scheduled maintenance could not be eliminated as the probable cause, as daily and weekly maintenance had not been performed per the intervals recommended in the architect system operation manual. Based on the available information, there is no indication of a deficiency of the architect c16000.

Manufacturer narrative:
No consequences or impact to patient (B)(4); incorrect or inadequate result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.